Event description:
It was reported, the pt is not feeling stimulation and charger cannot locate the ipg. It was also reported, the pt did not charge for several months because, she misplaced the charger cables. The pt was informed that exceeding 30 days w/o charging the ipg may render the ipg nonfunctional. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.